Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. Following pre-dilatation, a 2.75x38mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion and the shaft broke. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. A promus element plus, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 31 cm distal to the distal end of strain relief. Multiple hypotube kinks were also noted proximally and distally to the breaking site. The damages on the hypotube most likely when excessive force was applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. Following pre-dilatation, a 2.75x38mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion and the shaft broke. The procedure was completed with a different device. There were no patient complications nor injuries reported.